Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient stated they experienced a skin reaction associated with the sensor adhesive patch the day the sensor was inserted. The area started itching, peelings and a rash developed. The following day, drainage was noted from under the patch. The patient was evaluated by a healthcare personnel (hcp) on (B)(6) 2020, who prescribed neuroderm topical steroid cream. The sensor was removed and the reaction started to heal. No additional patient or event information is available.